Event description:
Salem sump 18 fr tube was inserted through the left nares as a nasogastric tube at the start of surgery. Upon removal of ng tube at end of surgery, tip of tube (distal ~1 cm) was missing. This led to additional procedures for the patient to attempt to locate the tip of the tube - abdominal and chest x-rays, flexible bronchoscopic exam with ent, egd, and sicu admission for mechanical ventilation for airway protection. Tip of tube was not found by any of the aforementioned methods in the or. Tip was later discovered to be in the patient's middle turbinate via CT scan.